Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2,000 mcg/ml of baclofen at 989.9 mcg/day via an implantable pump. On2022-sep-27, it was reported that the catheter connector was found to be torn off when the pump pocket was opened during a pump replacement procedure on (B)(6) 2022 due to end of service/battery life. No information regarding any environmental/external/patient factors that might have caused or contributed to the issue was received. It was noted that the it was not entirely clear whether the catheter ruptured before opening the pump pocket or during. The connector was replaced and the remaining portion of the catheter remained in place and in use. The issue was considered resolved at the time of the report. The patient's status was listed as "alive - no injury".